Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was performed when the issue happened. The procedure completed by using available angles. Field service engineer (fse) inspected the system onsite and found that c-arm geometry movement was freezing. After reviewing log file fse found beam longitudinal potentiometer was faulty. To resolve this issue, fse calibrated beam longitudinal potentiometer. After calibration of beam longitudinal potentiometer, the system was working as intended. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. If there is a malfunction of the handle which enables manual movements there is an additional handle on the other side of the c-arm which can assist in obtaining the desired position over the region of interest, therefore the loss of manual movement is not likely to cause or contribute to death or serious injury. This event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm geometry movement was freezing. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported.philips has started an investigation of this complaint.